Manufacturer narrative:
The service report indicates that the reported issue was confirmed. Stim 1 would not stimulate due to a blown fuse. The fuse was replaced and wave washer was replaced due to a loose cable clip. The device was tested and passed to manufacturing specifications.

Event description:
It was reported that the device "will not stimulate." There was no reported patient impact.